Event description:
The customer reported a leak, which was found during use. A crack was observed on the minicap and the leakage was observed from the crack. The actual sample is available. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The customer report of a cracked minicap was confirmed by visual and functional testing. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.